Event description:
It was reported that a progav 2.0 shunt system (part # fx414t) was implanted during a procedure performed on (B)(6) 2017. According to the complainant, the shunt system was believed to be operated in overdrainage. The patient underwent a revision procedure on (B)(6) 2022. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: (B)(6). Height: 100 centimeters (cm). Weight: (B)(6). Gender: male.

Manufacturer narrative:
Investigations: visual inspection: no significant deformations or damage of the valves were detected during the visual inspection. Permeability test: a permeability test has indicated that the shuntassistant has a blockage and the progav 2.0 valve is permeable. Computer controlled test: the results show that the progav 2.0 is operating not within the accepted tolerance in the horizontal position. The test showed a slower outflow. Because the shuntassistent is not permeable, a computer controlled test is not possible. Adjustment test: the progav 2.0 was tested and is adjustable to all specified pressures. Klick force and brake function test: the brake functionality test has shown that the brake function is fully operational and the klick force is within the given tolerances. Internal inspection: after dismantling of the valves, deposits were found in both valves. Results: it should be noted that the product was received dry (i.e. Not submersed in liquid as recommended). The investigation of dry items is not significant due to the affect dry deposits of liquor and blood can have on product performance. In spite of this, we have investigated the valve to the best of our abilities. For the sake of completeness and transparency, we would like to point out that an adjustment test and permeability test were already performed at the hospital after the revision. Based on our investigation results, we can identify a slowed outflow in the shunt system. We are assuming that the deposits detected within the valve have caused the functional impairment. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Small amounts of non-visible deposits/proteins might compromise the integrity of the valve. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke (B)(4). No further regulatory actions are required from our point of view.